Manufacturer narrative:
This report (B)(4) was sent in error as a duplicate for MFR report number: (B)(4) any additional information received in the future will be captured and submitted under the report number (B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a device was used and the ¿bottom nail was not connected to the nail tip¿. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resection of the right half of the colon occupied, two similar devices were used and the devices. Bottom nail was not connected with the nail tip. A new device was opened to complete the case. No patient injury.